Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was toning every morning. The patient called the pacemaker clinic and was told that the remote transmission monitor was not communicating with the device because, the monitor is offline. The patient will attempt to get back online and send a manual transmission to clinic. The device remains in use. No patient complications have been reported as a result of this event.